Event description:
Same case as 2134265-2015-03153 and 2134265-2015-03065. It was reported that automatic pullback failure occurred. During percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to view unspecified target lesion. During the procedure, it was noted that the angle of part where the imaging catheter was set in was slanting. Furthermore, the misalignment of the sled occurred during auto pullback which resulted into automatic pullback failure. The procedure was completed by changing the sled with another the same device. No patient complications were reported and the patient¿s condition is good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2015-03153 and 2134265-2015-03065. It was further reported that automatic pullback was able to work but was canceled due to the sled trouble.